Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (#mw5043156) in united states on 21-jul-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that had the essure procedure done in 2010 in her doctor office and a few days after the procedure, she wound up with a terrible vaginal infection. Her periods were heavier than they were prior to the procedure, last 8-10 days on average. She had constant pain in her left ovary and had to go to the emergency room on several occasions due to the intensity of the pain. She was told that the device was placed correctly and the doctor who did the procedure was told her the only way to rectify the issues was with a hysterectomy, and the left ovary would also need to be removed. She has had no prior history of migraine headaches until she had this procedure. Since the procedure, she has had migraine headaches at least 4-5 per week. The doctor stated the two were unrelated. Follow-up received on 03-aug-2015: no new information. Ptc investigation result received on 05-aug-2015. Ptc global number(B)(4) lot number 748469, final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had had to go to the emergency room on several occasions due to constant pain in her left ovary. The reported event was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion lower abdominal and pelvic pain may occur. In this particular case, the consumer related the event to essure insertion. Additionally, she described her pain as constant, with need of medical intervention (she went to the ER several times). Considering the above mentioned information and in the lack of alternative explanation, causality between the reported event and the suspect insert cannot be excluded. Due to the required medical intervention reported; this case was considered an incident. In addition the non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 29-mar-2016. A legal claim was received. This is a legal case now. A (B)(6) had essure inserted in (B)(6) 2010. Approximately three months after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were in the proper location. Approximately four months after implantation of essure, plaintiff began experiencing weight gain, dizziness, bloating, headaches, pelvic pain, fatigue, back pain, and hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff underwent a sonogram in (B)(6) of 2015 and was advised that her coils had migrated out of her fallopian tubes and perforated her uterus. Consequently, plaintiff underwent a hysterectomy to have the coils removed on (B)(6) 2015. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to go to the emergency room on several occasions due to constant pain in her left ovary. She also experienced pelvic pain. It was reported that the coils perforated her uterus. This case became legal upon receipt of follow-up information. The reported event were considered serious due to medical importance and are listed in essure's reference safety information. After essure insertion lower abdominal and pelvic pain may occur. In this particular case, the consumer related the event to essure insertion. Additionally, she described her pain as constant, with need of medical intervention (she went to the ER several times). In this case, it was reported that three months after essure insertion, a hcg (hysterosalpingogram) test was performed which showed coils were in the proper location. About 4 years and 8 months after essure insertion, uterine perforation was diagnosed. She underwent a hysterectomy to have the coils removed. Considering the above mentioned information and the nature of the events, causality between the reported events and the suspect insert cannot be excluded. Due to the required medical intervention reported and surgical intervention performed; this case was considered an incident. In addition the non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow up on 28-oct-2015: the required number of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment : this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to go to the emergency room on several occasions due to constant pain in her left ovary. The reported event was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion lower abdominal and pelvic pain may occur. In this particular case, the consumer related the event to essure insertion. Additionally, she described her pain as constant, with need of medical intervention (she went to the ER several times). Considering the above mentioned information and in the lack of alternative explanation, causality between the reported event and the suspect insert cannot be excluded. Due to the required medical intervention reported; this case was considered an incident. In addition the non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.